Event description:
The implanting surgeon reported the cryopreserved human aortic allograft and conduit was incompetent and leaked per post-implantation transesophageal echocardiography. The surgeon explanted the valve and replaced it with another manufacturer's cryopreserved aortic valve, which was also found to be incompetent. The surgeon implanted a mechanical valve (manufacturer unknown).